Event description:
It was reported to manufacturer by facility, per facility, a pt was being lifted, the screw connecting the scale to the boom broke and the resident fell back into bed. The scale and cradle fell on the resident. The resident sustained a sore left wrist. Pt did not receive care for injury. Evaluation of the device shows that the top post appears to have sheared from the scale. The device will be returned to the manufacturer so that further investigation may take place and the issue will be monitored.

Manufacturer narrative:
The scale manufacturer is integrated measurement systems, (B)(4). The lift manufacturer is apex healthcare mfg. Inc., (B)(4). Joerns is sending report to lift manufacturer. Joerns is sending report to scale manufacturer. Investigation results and evaluations: upon opening the returned carton, it was noted that the contents were well packaged. After removing the top layer of packaging, one cradle was present. The scale was not attached to the threaded bolt on the cradle. The bolt threading did not appear to be stripped nor damaged. The 2 inches screw/bolt secures the base plate of the scale to the cradle bolt was missing. The black outer covering of the cradle had signs of use of use and dirt along both sides. Both of ends of the cradle where the sling(s) attach showed signs of wear and use; some of the paint was worn off. After cradle was inspected, the remaining contents of the returned package were removed. The contents were properly packaged and the contents were as followed: box scale, 2 inches screw, sheared top scale post. The 2 inches screw appeared to be undamaged; the threading was not stripped and the nut was attached. Next, the top post was examined and it was noted that the post had sheared off the scale. The point of failure indicated that the post had broken/sheared off right above the first thread and the casting showed a clear breakage point in the center; from the center indention of the bolt, it appeared as if the bolt was not cast well during manufacturing. The scale was then inspected and it was noted that there were signs of wear and use on the facing. There was a very small dent on the center right side of the scale. The scale had some signs of use and dirt on the other sides. It appeared that the connection plate on the bottom of the scale was slightly bent to the left. The scale serial number read as (B)(4).